Event description:
It was reported that during an implant procedure, the lead exhibited loss of capture. The physician decided to discontinue using the lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.